Event description:
The device was returned to the service ctr with a report from the customer contact that the device will not power on with battery power. This does not indicate a reportable malfunction. However, during verification testing at the service ctr the device mechanism driver board was found to have melted components and burn marks on the j10 connector.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.